Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tubing was broken event on 26 mar 2026. Due to the event, patient¿s blood glucose level was high and was treated with correction injection via multiple daily injections. The infusion set was in use for less than a day. The patient replaced infusion set and resumed insulin deliveries successfully.